Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient his lungs getting affected by using the dsgo device and while using the machine it causes him breathing issues as well. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged that his lungs getting affected by using the dsgo device and while using the machine it causes him breathing issues as well. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report in box g date received by mfg, report type and in box h, if follow-up, what type?, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Section a gender was updated. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other.) Section e address was updated. (Previously it was blank.) Section g date received by mfg was updated. (In previous report it was incorrect.) Section h1 was changed from serious injury to malfunction. Section h6 health effects: health effects - impact code was corrected.